Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that this afternoon, after swimming with the pump, the pump powered down and there was moisture visible in the battery compartment. Battery cap is 2 years old and has never been replaced. The patient is on a back-up plan. There are no reported adverse events related to this issue. This is being reported based on the allegation of loss of power to the pump.

Manufacturer narrative:
(B)(4): testing verified a power issue in the black box download but it could not be duplicated. Pump powers on normal with no alarms. The pump was exercised for 24 hrs with no power issues or alarms occurring. Battery compartment is cracked. The battery cap was able to attach securely to the pump. The battery cap contact height and width were found to be within specification. A battery compartment leak was found during leak testing. The pump was opened and moisture damage was found inside the battery compartment on the pcb

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.